Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled a cartridge with 300 units of insulin, and the insulin gauge displayed 12 units were remaining in the cartridge on the following day. To resolve the issue, the customer changed the supplies and resumed insulin delivery. The customer's blood glucose level was 161 mg/dl. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting.